Event description:
Information was received from a consumer, from a healthcare professional (hcp) via a manufacturer's representative (rep), and directly from a hcp, regarding a patient who was receiving morphine (35 mg/ml at 17.593 mg/day, as of (B)(6) 2016) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient reported hearing both the critical and non-critical pump alarms and stated that the pump was switching between the two. He stated that the pump was interrogated and confirmed to be alarming. The patient stated that the hcp had called the device manufacturer, but there were no previous reports regarding this issue. The patient did not know which alarm had occurred, the alarm had resolved itself by noon the next day, but the alarm was sounding again on (B)(6) 2016. The patient reported having sudden seizures on (B)(6) 2016. An alarm occurred on (B)(6) 2016 at 18:00, resolved by noon of (B)(6) 2016, and the patient heard the alarm again on (B)(6) 2016 at 06:24. The patient called back and stated that the doctor and programming nurse would not be available to see him till tuesday. The patient asked if a rep could go to his house to restart the pump and it was explained to him that rep wasn't able to go to a patient's home or reprogram the pump. The patient was going to wait until tuesday to see his hcp. Additional information was received from the rep on (B)(6) 2016. The rep was notified by the hcp that the pump had a motor stall a couple weeks previously, recovered, and then the motor stalled again. There was no electromagnetic interference (emi). Additional information was received from the hcp on (B)(6) 2016. The hcp stated that the patient didn't have seizures and that walking down the stairs, he "jolted back" often missing a step." Pump interrogation was done and the event logs showed motor stalls and recoveries. The hcp noted that there was a plan in place to replace the pump. The pump was programmed to minimum rate and oral medication was given to the patient. The provided printout shows the following motor stalls and recoveries: a motor stall occurred on (B)(6) 2015 at 12:16 and recovered on the same day at 12:57, another stall occurred on (B)(6) 2015 at 11:43 and recovered on the same day at 12:24, another motor stall occurred on (B)(6) 2016 at 18:09 and recovered on (B)(6) 2016 at 12:20, another stall occurred on (B)(6) 2016 at 01:29 and recovered on the same day at 14:48, another stall occurred on (B)(6) 2016 at 01:56 and recovered on (B)(6) 2016 at 02:01, and another stall occurred on (B)(6) 2016 at 12:05 and recovered on (B)(6) 2016 at 16:28. Additional information was received from the patient on (B)(6) 2016. The patient stated that he spoke to the nurse who refilled the pump and stated they had found some problems due to the corrosion. According to the patient, repeated stalls and recoveries between (B)(6) 2016 were noted on the telemetry printout. The patient stated that the pump was going to be replaced. He reported that he was going to see the surgeon on (B)(6) 2016 and then surgery was going to be scheduled after that. The patient reported being on oral morphine 35 mg every 12 hours and 15 mg every 6 hours for "breakthrough." The patient stated that this was his third pump and none of them had lasted the 7 years; he reported that all of his pumps had the same issues approximately 3 years and then stalled and needed to be replaced (see manufacturer's reports 3007566237-2010-05301 and 3004209178-2013-15811 for information regarding the previous pumps). On (B)(6) 2016, the rep reported that the patient was scheduled for surgery to replace the pump on (B)(6) 2016 and the pump was going to be sent back to the manufacturer for analysis. Additional information from the hcp on (B)(6) 2016 indicated that the patient wasn't aware of any emi exposures that may have contributed to the stalls. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication regarding the motor, a stall due to shaft bearing, and overinfusion with an undetermined root cause. During testing, the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). There were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Evaluation conclusion code 92 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
The pump was explanted on (B)(6) 2016 and returned for analysis. The patient thought the pump was received on or around (B)(6) 2016. Patient wanted to know the status of the analysis because she went to the health care professional on the week of (B)(6) and inquired about it but there was no update.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a motor stall, pump failure, and delivery failure. The patient experienced pain, paralysis, and withdrawal as a result of the device failure. It was noted the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.